Manufacturer narrative:
The e411 analyzer serial number was (B)(6). The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys hcg+beta on a cobas e 411 analyzer. The sample initially resulted in an hcg+beta value of 66.43 miu/ml with a data flag. The result was questioned by the physician as it did not agree with the patient's status. The sample was repeated, resulting in an hcg+beta value of greater than 10000 miu/ml with a data flag. The sample was then diluted 1:100 and repeated, resulting in an hcg+beta value of 106756 miu/ml with a data flag. This value was deemed correct.

Manufacturer narrative:
Calibration signals were within expectations. The last calibration was performed on (B)(6) 2023, which was approximately 4 months prior to the event. Per product labeling, renewed calibration is recommended after one month of using the same reagent lot, after 7 days when using the same reagent kit on the analyzer, and as required. Quality controls were within assigned ranges on the day of the event, with a trend toward higher recoveries. Over time, control recovery showed a fluctuating pattern, with some values out of range high. The alarm trace showed one sample aspiration error occurring on (B)(6) 2023. The investigation could not identify a product problem. The cause of the event could not be determined.